Manufacturer narrative:
A getinge field service engineer (fse) duplicated helium leak in cart and pump console replaced suspect helium lines during troubleshooting pump would not show engaged in cart replaced suspect power supply and monitoring board , hall effects sensor problem persists. Fse replaced high pressure 3500 psig, high pressure helium regulator, cust face 3500 psi gauge 1.5", optical switch harness cable, tether assembly, cart to backplane cable kit, high pressure union, 0.020 ID helium tubing assembly, helium multiple tubing assembly, 0.005 ID helium tubing assembly, power supply and power supply monitor pcb. Performed full preventive maintenance (pm) and additionally cycled pump for 2 hours on patient simulator before releasing back to service. Equipment passed all functional testing repaired and tested. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not completed

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had leaking helium. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.